Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by facility that one lumen on the patient's 6fr dual lumen PICC was fractured. The nurse stated she did not have any other information as the PICC was placed at a different facility. The nurse inquired if there was a repair kit and was transferred to ms&s.